Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, impedance measurements were approximately 2000 ohms via the pacing system analyzer (psa). It was noted that all other lead measurements were stable. No further actions were taken. No adverse patient effects were reported. The lead remains implanted.